Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe with tip protector in a bubble bag was received for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration, nonconforming for actuation, and conforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter. Gouge marks at a couple locations on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The probe engine was disassembled, and the components were inspected. The o-rings, spacer, and diaphragm are all intact. Adhesive at the diaphragm is non-conforming and rolled up. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to definitively identify the root cause or origin of the reported event. The complaint evaluation does not confirm that the probe experienced an aspiration or cut failure; however, the evaluation indicates that the probe had an actuation failure. The aspiration function of the probe was found to be conforming. The observed actuation failure could have caused the cutter to remain in the port of the needle long enough to temporarily obstruct aspiration flow at the time of the reported event. The exact cause of the actuation failure could not be conclusively determined from the evaluation performed. However, a potential manufacturing-related contributing factor was identified, specifically excessive adhesive at the diaphragm. This condition may have impacted device performance and therefore cannot be ruled out as a contributing factor to the actuation issue as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration and cut failure were not confirmed, and an exact root cause for the actuation failure could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not actuate, the cutter did not cut, and the cutter did not aspirate during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.